Event description:
It was reported that the pt had acute pain when the ci was turned on, on (B)(6) 2012. The clinic suggestion was to stop the pt using the ci immediately. Problems with the external devices were excluded and a history of a trauma is denied by the guardians. No diagnostic images were available. Testing shows that the implant was functioning normally.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.